Event description:
It was reported that the adenoid tip fell apart where the black shaft and the grey hub meet.

Manufacturer narrative:
At the time of this report, the product was not returned for eval. As additional info becomes available a f/u will be submitted.